Manufacturer narrative:
G4:17nov2020. B4:24mar2021. The fse (field service engineer) evaluated the device and confirmed the reported problem. The fse replaced the touchscreen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported touchscreen issue. There was no patient involvement.